Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four sealed sofsilk 4/0 18 black cv-22 the visual inspection and functional evaluation of the sample had acceptable results. The returned sample, as received by medtronic, was found to meet medtronic quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter. During a laminectomy, one of the needles broke. The broken piece was able to be retrieved. There was no patient injury.